Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.